Event description:
The customer reported wash carousel motion errors entering the not ready state while operating the access 2 immunoassay system. During system troubleshooting, the customer observed the incubator belt would not move freely due to a jam by the wash carousel. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter shipped a new lot of reaction vessels, that was not affected by the new resin, to the customer.

Manufacturer narrative:
The field service engineer (fse) observed reaction vessel (rv) jams in the wash carousel. The fse replaced the incubator belt and clips that were damaged from the vessels being in the path of the incubator belt. The fse removed all affected rvs from the instrument. The customer indicated no further issues. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. Beckman coulter internal identifier for this report is (B)(4).